Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed.

Event description:
Customer complains about blood leak during treatment. Blood flow rate 121ml/min, tmp, 109mhg. The blood loss was insignificant. No patient harm and no medical intervention was needed.